Event description:
Internal bumper of peg tube embedded in stomach lining. Attempted to remove it endoscopically, unsuccessfully. Pt was admitted to a surgical floor and surgeon was consulted to remove and replace it surgically. The pt was observed after surgery, pulling on the tube. Continuous restraints ordered.